Event description:
A surgeon reported that during a cataract extraction procedure, the pt experienced a corneal burn. Additional info has been requested.

Manufacturer narrative:
The facility did not request service. A review of complaints for the last 24 months did indicate (B)(4) related report(s) for the customer's two systems. The phaco handpiece (hp) was returned and a visual assessment of the returned sample revealed a chip off the shell at the hp irrigation luer and several dents on the irrigation line. The hp ground resistance. U/s stroke length, and torsional stroke length were measured and found to be within specifications. The irrigation and aspiration passage flow rates were measured and found to meet specification. The hp successfully primed and turned on a calibrated system and performed at 100% phacoemulsification power for 5 minutes without any observables nonconformity. The phaco handpiece passed all functional testing. An evaluation of the returned sample revealed several cosmetic nonconformities; however, these nonconformities are not related to the reported event. A review of complaints for the last 24 months did indicate on similar report for this phaco handpiece. The custom pak batch device history record (DHR) review did not show any nonconformity. The sterilization cycle was checked for this specific custom pak lot number and the custom pak was released according to the product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to (B)(6): preventing corneal burn during phacoemulsification, 03/2010, vol 7, no. 1:23-25, most corneal burns can be traced to issues related to surgical technique and not the malfunctioning equipment. A root cause cannot be determined conclusively. (B)(4).